Event description:
It was reported that a patient on the first day of ilet pump use experienced hyperglycemia, with glucose increasing from 395 mg/dl to 475 mg/dl after eating without a meal announcement, then trending down to 430 mg/dl and 417 mg/dl during the call; a supply change had been recommended by the trainer, and troubleshooting and education were completed with additional training assigned to review reporting. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued glucose decline during the call. Investigation included remote troubleshooting, user education on early-use expectations, meal announcement practices, and review of potential infusion site or sensor communication factors. Investigation of this case revealed that elevated glucose early in ilet use is consistent with conservative initial insulin delivery and that missed or late meal announcements can contribute to transient hyperglycemia; device alerts were acknowledged by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with early adaptation and user meal announcement practices. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.